Event description:
A perceval valve was implanted on (B)(6) 2018. After releasing the valve, the leaflets did not close and one of the leaflets appeared stretched. The product was removed and replaced with an edwards magna valve.

Manufacturer narrative:
The returned prosthesis valve was received in generally good conditions. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The dimensional verification confirmed that the returned pvs 21/s valve meets the specifications. In order to reproduce the configuration of the claimed issue, a simulation of the deployment and ballooning phases was performed. Furthermore, a simulation of leaflets closing under quasi-static conditions was also conducted. The results showed that no anomalies were detected in the leaflets aspect also after the valve deployment. Finally, the manufacturing and material records for the perceval heart valve (model #icv1208, s/n # (B)(4)) and for the stent were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required at the time of manufacture and release. The review of steady flow test inspection performed on (B)(6) 2016 showed that no anomalies were observed during the open/close cycle. Based on the performed analysis, the claimed event could not be confirmed as no anomalies was observed in the leaflets. The claimed anomalous configuration is reasonably related to a judgment of leaflets under static conditions and should not be considered as a device defect or a potential cause of a wrong behavior once under physiological pressure conditions.

Manufacturer narrative:
The returned prosthesis valve was received on (B)(6) 2018 in generally good condition. Investigation is ongoing.

Event description:
A perceval valve was implanted on (B)(6) 2018. After releasing the valve, the leaflets did not close and one of the leaflets appeared stretched. The product was removed and replaced with an edwards magna size 21 valve. The patient's anatomy was not suspected as a contributing cause of the event.